Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 283114-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, multigravida, parity 3 and elective abortion. Concurrent conditions included polycystic ovarian syndrome, obesity, umbilical hernia, abdominal pain, uterine leiomyoma, uterine enlargement, urinary frequency, urinary incontinence, impaired fasting glucose, acne, hirsutism and constipation. Concomitant products included ibuprofen and sumatriptan. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, uterine leiomyoma, eye disorder, visual impairment, fatigue, weight increased, alopecia and vulvovaginal pain had not resolved. The reporter considered alopecia, cystitis, eye disorder, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2013: 1. Enlarged uterus containing a large fibroid in the fundus. 2. Endometrial thickness and ovaries could not be identified to measure extensive irrigation performed after sponge, lap, and needle count normal x 3 and all the pedicles were inspected to be normal, dry and clean. Abdominal wall was closed in layers with continuous running suture of 2-0 vicryl for parietal peritoneum and muscles separately. The fascia approximated using 0 vicryl continuous suture. The subcutaneous layer was irrigated, hemostasis was reassured with boyle approximated using 3-0 plain continuous suture and finally the skin was approximated using staples. Wound is dry and clean.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, lot number reported 283114 is not valid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) product technical complaint no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 283114-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, multigravida, parity 3 and elective abortion. Concurrent conditions included polycystic ovarian syndrome, obesity, umbilical hernia, abdominal pain, uterine leiomyoma, uterine enlargement, urinary frequency, urinary incontinence, impaired fasting glucose, acne, hirsutism and constipation. Concomitant products included ibuprofen and sumatriptan. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), vision blurred ("blurry"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the vaginal infection, uterine leiomyoma, vulvovaginal pain, cystitis, urinary tract infection, migraine, vision blurred, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, cystitis, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 240lbs. At post removal visit on (B)(6) 2019: no more bleeding or pain, normal sexual intercourse without pain or bleeding, now feels well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Proximal part of the right and left essure limbs located at the tubo- uterine junction bilaterally. Hysteroscopy - on (B)(6) 2012: right ostium fully visualized and essure implant was placed into the ostium and deployed with ease with 3 coils noted. In similar fashion, the ostium was fully visualized and the essure implant was placed into the ostium and deployed with ease. At this time, 3 coils were noted. Laparoscopy - on (B)(6) 2014: preoperative diagnoses: large symptomatic uterine myoma measuring about 15 weeks' size with menometrorrnagia, pelvic pain and also patient is requesting a hysterectomy and also prophylactic ovarian cancer by doing partial salpingectomy. Postoperative diagnosis: procedure: abdominal supracervical hysterectomy and bilateral distal partial salpingectomy. Findings: uterus about 15 x 15 cm enlarged with multiple intramural myomas. Adnexa are normal. Specimens: corpus of the uterus, endocervical canal, and segment of the distal portion of the left and right tubes. Ultrasound pelvis - on (B)(6) 2013: 1. Enlarged uterus containing a large fibroid in the fundus. 2. Endometrial thickness and ovaries could not be identified to measure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, lot number reported 283114 is not valid. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet received. Event vision/eye problems: eye disorder was updated to vision blurred. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 283114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included sumatriptan. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, uterine leiomyoma, eye disorder, visual impairment, fatigue, weight increased, alopecia and vulvovaginal pain had not resolved. The reporter considered alopecia, cystitis, eye disorder, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. Essure lot number added. Product indication updated. Previously reported event ¿injury to herself¿ was updated to pelvic pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, vaginal infection, migraines / headaches, fibroids, vision/eye problems, fatigue, weight gain, hair loss and vaginal pain. Event severity added for: vaginal pain. Event outcome updated for all the events which was claimed in pfs. Reporters, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.